Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a device implant procedure. It was noted that the new implantable cardiac monitor exhibited failure to sense during the procedure. The device was removed and replaced in the same procedure on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported field event of no signal was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.